Manufacturer narrative:
Product complaint # at the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed for lot # 5964759, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. An mre evaluation is in progress for lot #5964922. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent an unknown procedure with two 330cc mentor smooth round high profile saline breast implants experienced left sided deflation post procedure. The left sided deflation has not been confirmed by a physician. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Two serial numbers were provided but it was not indicated which one was the deflated implant. L) (B)(4) r) (B)(4).